Event description:
The customer reported that the set separated into two pieces in the pvc part of the tubing below the roller clamp when the nurse gave an IV push. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.